Event description:
It is stated in the surgeon's letter "she requires revision of the distal femoral component but, as I state, the tibia is still well fixed, and indeed the soft tissue reconstruction as well - she has an active range of motion of 15 through to 90°. Her function has been excellent up until this point but she has been having increasing pain as you are aware. The patient is short on that left hand side (approximately 3 cm) and we may well be able to improve on her length a little but certainly this would not be the intention of her surgery." Update: a patient prescription form was submitted for a patient's loose femoral stem/pain.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Corrected data: g5 - 510k removed. Additional manufacturer narrative: an event regarding loosening involving a patient specific proximal tibia was reported. The event was confirmed by medical review. Method and results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows components of a disassembled proximal tibia, the explanted components include: passive femoral sleeve, femoral component, axle, and a proximal tibial component. Clinician review: "the implant in situ was for a proximal tibial replacement which was inserted on (B)(6) 2005. The surgeon has reported aseptic loosening of the femoral component. The x-ray provided shows radiolucent lines along the femoral stem between the cement mantle and the bone and some of the bone resorption has also been noted. Therefore, the reason for revision has been confirmed." Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 15jul2005 with no reported discrepancies. Complaint history review: based on the device identification the complaint database were reviewed from 12jun2016 to present for similar reported events regarding loosening. There have been 2 other events relevant to this investigation. Conclusions: an event regarding loosening involving a patient specific proximal tibia was reported. The implant has been in situ for 14 years and the patient was reported to be active. The exact cause of the event could not be determined because further information such analysis of the retrieved device, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not explanted.

Event description:
It is stated in the surgeon's letter "she requires revision of the distal femoral component but, as I state, the tibia is still well fixed, and indeed the soft tissue reconstruction as well - she has an active range of motion of 15 through to 90°. Her function has been excellent up until this point but she has been having increasing pain as you are aware. The patient is short on that left hand side (approximately 3 cm) and we may well be able to improve on her length a little but certainly this would not be the intention of her surgery. " update: a patient prescription form was submitted for a patient's loose femoral stem/pain.